Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had a failed battery test alarm on the insulin pump. Customer stated that neither the battery compartment nor the spring were damaged or corroded. Customer received a failed battery test during troubleshooting. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap as a courtesy to rule out any possible issues with the battery cap.